Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol 3dmax on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against 3dmax. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol 3dmax on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against 3dmax. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair wit the implant of 3dmax meshes (device #1, #2) for bilateral inguinal hernia. Per operative notes, "the indirect hernia sac was identified and reduced. A piece of 3dmax mesh (device #1) and tacked. Similar process was performed for the other side using 3dmax mesh (device #2)." (B)(6) 2019 - patient was diagnosed with chronic abdominal pain in right lower quadrant thereby underwent laparoscopic repair. Per operative notes, "the old mesh (device #1) was well incorporated, but the superior aspect of mesh (device #1) was folded onto itself. Local anesthetic was injected around the ridge of mesh." (B)(6) 2019 - patient was diagnosed with right groin pain thereby underwent robotic assisted laparoscopic repair with removal of mesh (device #1). Per operative notes, "the previous laparoscopic mesh (device #1) was freed and sharply excised."